Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was replaced on (B)(6) 2018 for an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect that the aus was explanted because it was no longer working, and that there were no patient complications during the procedure.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was replaced on (B)(6) 2018 for an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the previous aus was explanted because the implant stopped working. No patient complications were reported during the procedure.